Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm while changing her infusion set. Customer stated that she had three faulty reservoirs that did not push insulin through. Customer opened a new box of reservoirs, and was able to get insulin to exit with a new reservoir. Customer's blood glucose reading was 8 mmol/l. The customer's reservoirs were replaced, however nothing was returned.